Manufacturer narrative:
Post market surveillance for med consumables. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reporter stated that hypotension was not the result of the event, and that the patient presented with hypotension as part of their trauma diagnosis. The event reporter confirmed that there was no harm to the patient.

Event description:
It was reported that in the ER, the tubing came apart between tubing segment connections during use on a hypotensive trauma patient. The user started the fluids (1 l bag) to infuse in conjunction with a pressure bag (300 mm hg) on the fluid bag. Shortly after the start of the infusion, the tubing separated at a connection below the pump between components above the roller clamp. There was no harm to the patient as a result of the event. The user obtained a new set to continue the patient's infusion, the patient's blood pressure stabilized after receiving fluids and was subsequently discharged. Although requested, the user declined to provide any patient demographic details.

Event description:
It was reported that in the ER, the tubing came apart between tubing segment connections during use on a hypotensive trauma patient. The user started the fluids (1 l bag) to infuse in conjunction with a pressure bag (300 mm hg) on the fluid bag. Shortly after the start of the infusion, the tubing separated at a connection below the pump between components above the roller clamp. There was no harm to the patient as a result of the event. The user obtained a new set to continue the patient's infusion, the patient's blood pressure stabilized after receiving fluids and was subsequently discharged. Although requested, the user declined to provide any patient demographic details.

Manufacturer narrative:
The customer's report that the tubing separated at a connection below the pump was confirmed. Visual inspection noted the tubing separated from the tubing adapter. Examination under magnification observed that the tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was not necessary as a leak would occur as a result of the separation. Dimensional analysis was performed and the vinyl tubing and tubing adapter were within specification. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that in the ER, the tubing came apart between tubing segment connections during use on a hypotensive trauma patient. The user started the fluids (1 l bag) to infuse in conjunction with a pressure bag (300 mm hg) on the fluid bag. Shortly after the start of the infusion, the tubing separated at a connection below the pump between components above the roller clamp. There was no harm to the patient as a result of the event. The user obtained a new set to continue the patient's infusion, the patient's blood pressure stabilized after receiving fluids and was subsequently discharged. Although requested, the user declined to provide any patient demographic details.

Manufacturer narrative:
Correction on initial report: (B)(6) 2019.